Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was delayed in responding to presses. Reportedly, the customer has to turn the touchscreen off and then back on again to be able to unlock the pump. Customer's blood glucose level was 121 mg/dl. Customer indicated that they will switch to a back up pump for continued insulin therapy.